Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the customer was instructed to continue using the pump. The customer understood to call back if the malfunction recurs.